Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend instrument associated with this complaint and completed investigations. The reported issue with the instrument could not be replicated nor confirmed. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The jaws opened and closed properly. The instrument cut and sealed without any issues on 2 of 2 attempts. The instrument passed the electric continuity test. The procedure logs could not be retrieved during this time. There was no problem detected. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument was unable to perform a full sealing cycle. The customer completed the procedure using a backup vessel sealer extend instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument did not work at all. There was insufficient sealing involved. There were no errors generated. There was an audible sealing in progress tone when the pedal was pressed. There were no audible tones for a seal completed. There was no injury to the patient.